Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explanation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professionl has been informed that the explanted device should be returned to cochlear corp.

Manufacturer narrative:
The pt is doing well with her new device. This is the final report. Clinical summary: the pt performed well with her cochlear implant until the fall 1997. At that time she reported intermittent function of her cochlear implant. Due to some external equipment problems, it was difficult to determine whether the intermittency was due to the internal device or external equipment. In 1/1998 the pt reported no longer hearing at any time with the cochlear implant. The integrity test confirmed that the device is not functioning within manufacturer's specifications. Visual inspection: antenna coil of stimulator was observed to have loose connection at central pin of ceramic feedthrough. Wire of antenna coil was not retained by it's clamp. Cut was observed in helix of electrode array, 10 mm from stimulator body, severing electrode wires. X-rays were taken of unit. No defects were observed on x-rays electrical tests: unit passed reflected receiver coil impedance test. Unit passed implant load test. Unit failed tests of amplitude growth. Amplitude growth was observed up to output current level, above which unit stopped operating. Unit failed remote test. No output signal was detected when driving unit from remote tester. When driving unit from high power speech processor, output signal was detected, however electrode short circuit was indicated. Continuity between electrode rings, via integrated circuit, was checked, continuity was found on 5 electrodes only. After opening titanium case of unit, power supply voltage was monitored, with unit driven from standard speech processor. Power supply voltage was found to have high ripple, indicating excessive current being drawn by stimulator electronics. Current consumption of stimulator electronics was measured with circuit in different states, and powered from external dc supply. Current consumption was found to be excessive. Isolating parts of circuit, while measuring current consumption, narrowed fault to integrated circuit. Ic was tested for esd damage, by checking voltage versus current characteristics on it's connection pins. The vi curves observed were not indicative of esd damage. Conclusion: implant failed due to faulty integrated circuit. Electrode array damage was observed. It cannot be rulted out that the damage to electrode array occurred during explantation as investigation, including clinical evidence, did not yield any other probable cause.